Manufacturer narrative:
It was reported that while wearing gloves vaseline and betadine were able to soak through the gloves staining hands. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that while wearing gloves vaseline and betadine were able to soak through the gloves staining hands.